Event description:
It was reported that during the implant procedure of a transcatheter valve, upon initial advancement of the delivery catheter system (dcs), resistance was felt and the dcs was unable to advance through the junction between the descending aorta and aortic arch. The dcs was pulled backed into the descending aorta, rotated 90 degrees, and advanced again. The dcs was able to transverse the aortic arch to get into proper deployment position; however, the patient became hypotensive. An echocardiogram was performed that revealed no pericardial effusion. The patient was administered vasopressors and a blood transfusion was performed; however, the patient's blood pressure continued to drop. It was noted that there was no loss of rhythm, and cardiopulmonary resuscitation (CPR) was not performed. An ultrasound of the patient's left chest was performed that revealed a pleural effusion, and an aortic dissection/rupture was suspected. An angiography was performed and the patient had a thoracic stent graft surgically implanted to treat the dissection/rupture. A chest tube was inserted into the left chest due to increasing pleural effusion noted on ultrasound. Per the physician, approximately 1 liter of blood was drained from the left chest. The implant procedure was therefore aborted and there was no attempt to deploy the transcatheter valve. Per the physician, the delivery catheter system (dcs) contributed to the aortic dissection/rupture. Per the physician, the patient's calcified/tortuous anatomy contributed to the advancement issue.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, upon initial advancement of the delivery catheter system (dcs), resistance was felt and the dcs was unable to advance through the junction between the descending aorta and aortic arch. The dcs was pulled backed into the descending aorta, rotated 90 degrees, and advanced again. The dcs was able to transverse the aortic arch to get into proper deployment position; however, the patient became hypotensive. An echocardiogram was performed that revealedno pericardial effusion. The patient was administered vasopressors and a blood transfusion was performed; however, the patient's blood pressure continued to drop. It was noted that there was no loss of rhythm, and cardiopulmonary resuscitation (CPR) was not performed. An ultrasound of the patient's left chest was performed that revealed a pleural effusion, and an aortic dissection/rupture was suspected. An angiography was performed and the patient had a thoracic stent graft surgically implanted to treat the dissection/rupture. A chest tube was inserted into the left chest due to increasing pleural effusion noted on ultrasound. Per the physician, approximately 1 liter of blood was drained from the left chest. The implant procedure was therefore aborted and there was no attempt to deploy the transcatheter valve. Per the physician, the delivery catheter system (dcs) contributed to the aortic dissection/rupture. Per the physician, the patient's calcified/tortuous anatomy contributed to the advancement issue. Per the physician, the non-medtronic guidewire did not contribute to the dissection/rupture.